Event description:
This is report 2 of 2 for the same event. It was reported that during a lumbar posterior spinal process fusion surgery, it was observed that the attachment device was ¿extremely hot¿. According to the report, there was a ten minute delay as a result. An identical spare device was available for use. The reporter stated that the spare device was not functioning properly. It was reported that the spare device was ¿hard to switch to the cutter; if more than a small amount of pressure was put on the lateral burr it would stall and stop cutting (no errors on the console)¿. As a result there was an addition three minute delay to the surgical procedure. There was a total of thirteen minute delay to the surgical procedure. The surgery was completed successfully with the spare device. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.